Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary artery stenting treatment procedure, a balloon rupture occurred. The 2.50x15mm apex monorail balloon was advanced to the target lesion which was located in the straight, less calcified left anterior descending (lad) artery. The balloon was inflated for the first time to 8 atms and burst. The physician was able to successfully retrieve the balloon. The procedure was successfully completed with a maverick balloon and no pt complications were reported. The pt's current condition listed as "well".